Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.

Event description:
At the end of the procedure as the device was being withdrawn, a small clot was noted at the end of shaft. A saline flush was used and the procedure was completed with no adverse patient consequences.